Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a device software error alarm on the insulin pump. Customer stated the alarm occurred during the rewind/prime sequence. The customer also reported a motor error alarm occurring on the insulin pump during the rewind process. The customer's blood glucose was 237 mg/dl. Customer stated they were unable to complete the rewind sequence on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and excessive no delivery tests due to motor error alarm. No a36 alarm or rewind anomaly noted during our testing. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.